Event description:
It was reported the lead was bent at the distal end out of the box and returned for analysis. No patient injury.

Event description:
Additional review indicates the information in manufacturer report #s 3007566237-2012-01307 and 6000153-2012-00162 pertains to this manufacturer's report. Any additional information will be reported in this report. The following information has already been reported in manufacturer report # 6000153-2012-00162: it was reported that the lead was damaged during the implant procedure. The lead was bent after removal from the package "excessively." The implanting physician was not able to get it into the introducer. Another lead, same model, same lot, was opened and used; the physician was then able to complete the stage 1 trial for the patient. The following information has already been reported in manufacturer report # 3007566237-2012-01715: it was reported that a lead needed to be sent in to be analyzed for a possible defect. No patient symptoms were reported. No patient injury was reported. Patient outcome was not provided.

Manufacturer narrative:
Product ID, 3058 lot# serial# (B)(4), implanted: 2012 (B)(6), product typ implantable neurostimulator product ID, 3037 lot# serial# (B)(4), (B)(4). Analysis found the lead, model # 3093-33, lot # v888674, was bent at the distal end out of the box.

Manufacturer narrative:
(B)(4).